Event description:
It was reported that a patient underwent a lower back surgery on (B)(6) 2013 and a drain was inserted under fascia. On (B)(6) 2013, when removing the drain, blood came out and the surgeon found hematoma on the end of the drain. A MRI was conducted and hematoma was found in the patient body cavity. On (B)(6) 2013, the patient underwent a reoperation to remove hematoma.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1239808; (B)(4); mfg date 2012-08; expiration date 2017-08. Batch # j1242601; (B)(4); mfg date 2012-09; expiration date 2017-09. Batch # j1242602; (B)(4); mfg date 2012-09; expiration date 2017-09. Batch # j1242971; (B)(4); mfg date 2012-10; expiration date 2017-10. Batch # j1243311; (B)(4); mfg date 2012-10; expiration date 2017-10. Batch # j1245905; (B)(4); mfg date 2012-12; expiration date 2017-12. Batch # j1349579; (B)(4); mfg date 2013-01; expiration date 2018-01. Batch # j1349580; (B)(4); mfg date 2013-02; expiration date 2018-02. Batch # j1349581; (B)(4); mfg date 2013-03; expiration date 2018-03. Batch # j1349582; (B)(4); mfg date 2013-02; expiration date 2018-02. Batch # j1349585; (B)(4); mfg date 2013-04; expiration date 2018-04. Batch # j1353205; (B)(4); mfg date 2013-02; expiration date 2018-02. Batch # j1354774; (B)(4); mfg date 2013-03; expiration date 2018-03. Batch # j1355533; (B)(4); mfg date 2013-03; expiration date 2018-03. Batch # j1355534; (B)(4); mfg date 2013-02; expiration date 2018-02. Batch # j1356390; (B)(4); mfg date 2013-03; expiration date 2018-03. Batch # j1357199; (B)(4); mfg date 2013-03; expiration date 2018-03. Batch # j1358692; (B)(4); mfg date 2013-04; expiration date 2018-04. Batch # j1358694; (B)(4); mfg date 2013-03; expiration date 2018-03. Batch # j1359366; (B)(4); mfg date 2013-03; expiration date 2018-03. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: j1239808,j1242601,j1242602, j1242971,j1243311, j1245905, j1349579, j1349580, j1349581, j1349582, j1349585, j1353205, j1354774, j1355533, j1355534, j1356390, j1357199, j1358692, j1358694, j1359366.